Event description:
Clinical study #0259-1045. Same case as MFR # 6000089-2006-02350, -02356, 6000093-2006-02230, -02231, -02232. It was reported that 46 days post index procedure, the pt expired. The index procedure treated 4 target lesions. The proximal/mid left anterior descending (lad) artery was direct stented with one 3.5x16mm taxus express2 stent. There was heavy calcification in the vessel. Residual stenosis was less than or equal to 30%. The obtuse marginal (om) was treated with 2 overlapping taxus express2 stents. Stent #1 was a 2.75x32mm and 2nd stent was a 2.5x16mm. There was severe tortuosity in the vessel. Postdilatation stenosis was less than or equal to 30%. The first posterolateral branch from the 2nd diagonal was direct stented with a 3.0x16mm taxus express2 stent. There was severe tortuosity in the vessel. Residual stenosis was less than or equal to 30%. The proximal right coronary artery (rca) was treated with 2 overlapping taxus express2 stent. Stent #1 was a 4.0x32mm and stent #2 was a 3.5x16mm. There was severe tortuosity and heavy calcification. Post dilatation stenosis was less than or equal to 30%. Post index procedure, the pt went into cardiogenic shock. Per the physician, "stenting of proximal rca resulted in impairment of flow to sinoatrial branch, which caused bradycardia and hypotension. A proximal taxus stent covered rca ostium and caused plaque shift that narrowed but not totally occluded the origin of small sinoatrial branch. The normal sinus function ceased, compensated by slow nodal rhythm (43 bpm) which was accompanied by reflectory severe hypotension." The pt was treated with blood/plasma transfusion, CT scan, and hemodiafiltration which led to intermittent dialysis. The pt also rec'd a pacemaker the next day. The pt experienced acute renal failure. Hypoxemic brain damage resulted. The pt rec'd a tracheostomy, but arrested on day 28, with successful resuscitation. The tracheostomy tube was obstructed with suspected mucus. The pt experienced prolonged seizures, and prognosis was deemed poor. The pt expired on day 46. An autopsy was not performed. Immediate cause of death was pneumonia, with primary cause as coronary artery disease. In the opinion of the physician, there was a possible relationship between the death and the taxus stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The reported batch number 8647798 was reworked from top assembly batch number 8515295. The manufacturing records for top assembly batch 8515295 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.